Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez2404 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the "stylet appears to be fractured." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. One tls stylet with t-lock assembly was returned for evaluation. The product sticker label indicates lot: reez2404. Five kinks in the polyimide tubing were present in the region 4.1 cm from the distal end to 14.5 cm from the distal end. The distal tip was inspected and was found to be intact. The stylet was cut at a polyimide tubing region not affected by the bends in order to measure the material wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include patient anatomy and advancement against resistance. Since kinks in the stylet were found to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the "stylet appears to be fractured." No other information was provided. Additional information received: a minor male patient, hospitalized in a pediatric intensive care unit, in need of safe venous access during his stay in the ICU, it is decided to insert a PICC 4fr bilumen device, a procedure is carried out by channeling the right brachial vein, advancement of a soft metal guide and dilation of skin without inconvenience, anatomical measurement is taken to cut the device at 19 cm, taking into account all the necessary precautions to preserve the integrity of the stylet, which is withdrawn to a reasonable extent and avoid cutting it, at 19 cm from the catheter the integrity of the stylet is verified leaving it at the same level as the tip of the catheter, I proceed to advance the catheter without encountering resistance but without venous return, so I remove the device again until verifying venous return in 10cms, irrigating with saline solution, I reinsert the catheter slowly, achieving venous return and navigation sherlock ii showing direction of the catheter into the superior vena cava, withdrew the peelable needle and left the catheter at zero level, withdrew the stylet and a double kink was observed approximately 8 centimeters from the intact tip without rupture. High risk of rupture and endovascular injury. ¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, etc.)? (Detail) a: there was not ¿ did the patient require surgery to remove the broken piece? A: not required ¿ were all missing/broken parts recovered and accounted for? A: there was no stylet fracture ¿ what type of imaging was used to verify the broken piece in the patient? Are there photos available? A: there was no fracture ¿ what type of catheter attachment was used? A: statlock ¿ at what time during device use (ie insertion, infusion, removal) did the breakage occur? A: insert ¿ any long-term harm to the patient? A: no